Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the bag was torn as it was being removed, causing the surgical specimen to fall back down. Clinical consequences: prolonged operating time and use of a second bag."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the bag was torn as it was being removed, causing the surgical specimen to fall back down. Clinical consequences: prolonged operating time and use of a second bag."